Event description:
Info received indicates unintentional movement of the beds head section function.

Manufacturer narrative:
The hill-rom technician found fluid ingress in the left siderail ucm board and cable. The technician replaced the board and cable to repair the bed.